Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the device was heavily contaminated and when it was switched on, it was noticed that the display was dim. The display was replaced and sent back to brézins for further investigation. Once in brézins, the display backlignt was founded out of order, that confirmed the reported event. The root cause of the reported issue could be linked to an ageing screen. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: original complaint was received and entered under (B)(4):air bubble. Customer reported an air bubble. During repair of the device however the following was found. Action taken: received pump (B)(6). Confirmed customer reported issue. Found inoperative air sensor, replaced. Display was extremely dim, replaced. Device required extensive cleaning. Flow rate required calibration. Performed u1 agilia fca z-2065-2019 2.1 software update on notification 300001450. Pump is over due for preventive maintenance, carried out on notification 300003502. Equipment cleaned, post service tested and released for use. Per request from brezins opening a complaint for the defective display that was found during repair. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.